Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was reprogrammed and remains in use. It was also reported that the implantable pulse generator (ipg) device showed a shorter than expected battery longevity. The device remains in use. No patient complications have been reported as a result of this event.